Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that post implantation the patient experienced pain, infection, and urinary problems.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urinary incontinence.

Manufacturer narrative:
Date sent to FDA: 11/11/2016. It has been reported that following insertion the patient experienced nocturia, urgency, urinary frequency and stress incontinence.

Event description:
Details: it has been reported that following insertion the patient experienced nocturia, urgency, urinary frequency and stress incontinence.

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2001. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.